Event description:
A customer reported an issue with their device involving an incorrect time being displayed. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump's time settings and advised them to monitor for any future discrepancies, instructing them to follow up if the issue reoccurs. The customer understood and acknowledged these instructions.